Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Verified item lot combination and reviewed manufacturing date as returned item # 42527900501 lot # 62248175 exhibits signs of repeated use and has one of components 42527991001 and 42527991002 disassembled / missing the components were not returned reference attached photographs. The device history records for item # 42527900501, lot # 62248175 & receiving inspection report for item # 42527950501, lot # 80541616 and 80542312 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of the CAPA 997 design update. Medical records were not provided. This device is confirmed to have been a part of the CAPA 997 investigation. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. The following actions were previously initiated to address this issue: CAPA 997.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from the wire form that a persona knee instrument was returned and reported missing a bearing.